Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information. It was previously reported that the implant was a zimmer implant. Inspection revealed that it is not. It is a 3rd pty product. There will be no further medwatch reports submitted for this item. The following sections are being reported: d3: manufacturer is corrected. It is unknown.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that an implant was removed. The reason for removal is not known at this point.